Manufacturer narrative:
Follow up #1 (06/11/2013)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) /2013 with the following findings: the battery was improperly installed. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging the meter does not turn on with the power button. The issue was not resolved with troubleshooting. The patient did not experience any symptoms or seek any medical attention because of the reported issue.